Manufacturer narrative:
The product will not be returned for evaluation due to costs. Therefore, an evaluation of the product isn't available. If information is provided in the future, a supplemental report will be issued.

Event description:
New information: the overheating was found after 2 mins of use during the pre-operative testing. The initial reporter has been changed to (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Initial reporter changed.

Manufacturer narrative:
The device will not be returned for evaluation as the customer doesn't want to pay the costs for shipping and repair/analysis. Therefore, an evaluation cannot be done. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported this device had previously over heated during a preoperative procedure on (B)(6) 2018 with no patient involved. The device was mailed to medtronic shanghai maintenance department on the (B)(6) 2018 for service and repair and was investigated under (B)(4). On (B)(6) 2018 the hospital received the device back from repair. On (B)(6) 2018, during another preoperative procedure with no patient involved, the hospital found the handpiece was once again hot and they measured the temperature at 50 degrees celsius which is 122 degrees fahrenheit.